Event description:
Needle remained under the patient's skin (right arm) (medical device complication). Case description: this spontaneous case, reported by a consumer from spain as "needle remained under the patient's skin - right arm", concerns a male using a novofine 30g, 8 mm needle for injection of insulin (type of insulin unknown) due to type I diabetes mellitus since 1996. In 2006, after injection, the needle remained 4mm under the patient's skin on the right arm. The patient went to hospital where x-ray examination confirmed the needle remained under the patient skin. The physician made an incision to remove the needle without success. The physician is now waiting to see the evolution or if the needle comes out by itself or is naturally en capsulated. Reportedly, the patient re-ueses the needles 2-3 times. No samples will be available. The patient has not yet recovered.

Manufacturer narrative:
Frequency statement: based on review of historical data, the frequency and severity of the occurrence of broken needles is below the expected occurrence for this device.